Event description:
The patient was initially treated for endovascular repair (evar) of a fusiform aortic aneurysm on (B)(6) 2019. Reportedly, the patient had a relatively thick and calcified proximal neck. Due to the relatively short right common iliac artery, coil embolization was performed, and then a gore (non-endologix) excluder cuff was implanted. This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx2 system per the IFU. The afx2 bsg was inserted to gently sit on the aortic bifurcation through the right femoral approach before an afx vela suprarenal was added. After balloon touch-up was performed lightly, angiography showed an endoleak that appeared to be type ia or type iiia. Another afx vela infrarenal was implanted immediately below the renal arteries. After touch-up was performed, the final angiography showed that the endoleak became less noticeable. It was determined that the patient would be discharged and monitored through follow-up appointments. This event was reported under MDR # 3011063223-2025-00019. Previously a type ii endoleak on an unknown date was reported that was treated by implanting three gore (non-endologix) cuffs. Presently, on (B)(6) 2025 the patient was referred to hospital on a suspected type iiia endoleak. Contrast media was injected into the location proximal to the device and internal device during angiography and determined there was a type iiia endoleak. Reportedly a gore (non-endologix) excluder cuff was implanted at the aortic bifurcation, and balloon tough-up was performed, however, angiography did not show any improvement. This tertiary procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx2 system per the IFU. An afx2 bsg was then implanted to re-enforce and angiography showed that the leak had disappeared. It should be noted that a type ib endoleak was also observed from the left limb of the afx2 bsg that was reported to have resolved intraoperatively. The final patient status was not provided.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, follow-up report will be submitted. Device iteration is afx2 .

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix found intraoperative type ib endoleak of the left common iliac artery, additional endovascular procedure (non endologix stent) and reintervention complaints are unconfirmed. The type iiia endoleak of the aortic component complaint is confirmed. This is moderately consistent with the reported adverse event/incident. The most likely causation for the complaint is user related. There were multiple graft revisions using multiple stents which is cautionary to product use. Procedure related harms could not be determined. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The procedure is outside the indications of use (off-label) due to the use of adjunctive devices (gore excluder cuff) not compatible with afx system per the IFU. This likely contributed to the reported type iiia endoleak. The final patient status was reported as discharged and being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3: awareness date - updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.